Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - catalog #: updated from unknown universal bmw to unk universal bmw ii.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the coronary artery with two balance middleweight (bmw) universal guide wires (gw). The gw's were noted to be sticky [difficult to advance and remove] within the balloon and forced forward dangerously distally in the vessel. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: date of procedure estimated. D4: the UDI is unknown due to the part/lot number was not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional universal bmw device referenced in b5 is filed under separate medwatch report number.